Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed replace battery now alarm. Customer's blood glucose as 200 mg/dl. Device did not alarm low battery alarm prior to the replace battery now alarm. Device passed the self-test. Customer will not be returning the device for analysis.